Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope had internal defects of the channel with it obstructed from above and below. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
Correction: e2 and e3 were inadvertently omitted from the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event was unable to be confirmed as the device was not returned to olympus. The detection method is described in the instruction manual tjf-q190v operation manual 3.3 inspection of the endoscope and instruction manual tjf-q190v reprocessing manual 5.3 preclean the endoscope and accessories, 5.5 manually cleaning the endoscope and accessories describes preventive measures. Olympus will continue to monitor field performance for this device.